Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer stated that there was damage to the drive support cap. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.